Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 245 mg/dl. The customer was treated with insulin pump. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer is not reporting high blood glucose with current set and stated that everything seems to be normal function. The customer was advised to call when tubing clamp received to perform high pressure. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer stated that the battery cap is damage through wear and tear. The customer was advised that we will send a replacement battery cap. The customer was advised to monitor the pump and revert to backup plan until replacement battery cap arrives. The customer reported via phone call indicating that the insulin pump had blank display.